Event description:
It was reported the patient had been blacking out, walking throughout their house without vision and passed out right before new years. The patient was currently admitted to the hospital as their healthcare professional (hcp) was looking into causes of the patient's issues. One hcp thought it may be related to the morphine and another thought it was related to the patient's antidepressants. The patient had an magnetic resonance imaging (MRI) performed and their pump said it was "off" for two hours. A pump restart was confirmed. The patient had another MRI scheduled and was waiting for a manufacturer representative to be present so they could read the pump after. The patient also had blood-work performed and was seen by a neurologist. The pump was used to contain morphine. The patient was also given ativan. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).